Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited oversensing due to noise resulting in false tachycardia episodes. The device is still in use. No patient complications have been reported as a result of this event.